Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No abnormal noise was noted. In addition, the device locked out as intended but the orange indicator was visible during the 14th firing sequence thus, it was not completely visible. The orange visual indicator is a mechanism in the handle of the device that shows ''orange'' when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. No incident related to the reported event was observed during the batch record review. The analysis results found that the el5ml device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, three clips with gap were fed and then, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. It could not be determined what may have caused the found clips with gap. The remaining six clips were conforming according to our manufacturing specifications. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No abnormal noise was noted. In addition, the device locked out as intended but the orange indicator was not completely visible. The orange visual indicator is a mechanism in the handle of the device that shows ''orange'' when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h90164; mfg date: 1/10/2011; exp date 12/10/2015. Advancer. The analysis results found that device (c) was returned with the tip of the advancer broken. Upon testing, the clips did not fully advance into the jaw causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; pear shaped clips were released. The device was noted to have the tip of the advancer bent, therefore, causing the firing issues. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. Advancer.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon used three devices. The first device after firing would not open and the surgeon manually forced the trigger and opened the device. The jaw cut the vessel but the used a second device to clip over the area and continued on with the second device there was minimal bleeding and no blood products required. The second device stopped feeding the clips and would not fire. They then used a third device and the device was firing malformed clips and making a crunching noise. They used a fourth device to complete the procedure. There was no patient consequence reported.